Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) conducted a site visit and performed a device evaluation, with no issues identified. The fse was unable to reproduce the customer reported issue. The fse tested the system and verified that it was ready for use. No parts were replaced.

Event description:
It was reported that during a da vinci-assisted high anterior resection procedure, the customer encountered issues attempting to use a sureform 60 stapler instrument installed on universal surgical manipulator (usm) arm #4. The instruments were inspected prior to use, and no abnormalities were noted. The surgeon was able to successfully use the sureform 60 stapler instrument twice on usm #4. However, on the third attempt, the stapler jaws would not clamp and the system repeatedly prompted the surgeon to "match grips." The stapler instrument was replaced by the customer, but the issue persisted. A system reboot or restart was not attempted before the surgeon elected to convert the case to open surgery. There were no patient-related anatomical factors or other issues that contributed to the decision to convert to open surgery. There was no adverse patient impact due to procedure conversion and the patient was subsequently discharged home after 4 days of hospitalization. Before contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the procedure had already been converted to open surgery. The tse advised the customer to perform a hard power cycle of the system when feasible.